Manufacturer narrative:
A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Complaint conclusion: according to the sales rep, the account said the 8x100mm smart control stent did not deploy properly, that it only deployed at about 70mm instead of 100mm. During the deployment, the stent elongated and then at the very proximal end bunched up causing the stent to ¿shrink¿. The stent also seemed to ¿recoil.¿ it was noted that there was no harm caused to patient but that the stent looked abnormal in the patient under fluoroscopy. No additional stents were implanted. The target lesion was located in a non-tortuous superior femoral artery with a length of 100mm. The rate of stenosis and lesion calcification is unknown. There were no damages or anomalies noted to the device or packaging prior to use. The device was handled and prepped according to the IFU. The lesion was pre-dilated before the sds was inserted. There was no thrombus present proximal, distal or at the lesion. After the (sds) was inserted into the patient, there was no difficulty advancing/tracking the device to the lesion. There was no difficulty or resistance noted while crossing the lesion with the sds. The sds did not have to cross through a previously deployed stent. The smart control locking pin was in place during advancement and the pin was removed before attempting to deploy the smart control stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The handle of the sds was flat and straight outside the patient. No unusual force was used during any time during the procedure, including during the deployment of the stent. However, the 8x100mm smart control stent did not deploy properly, it only deployed at about 70mm instead of 100mm. The rest of the stent was deployed with ¿the slide bar.¿ during the deployment, the stent elongated and then at the very proximal end bunched up causing the stent to ¿shrink¿ as they put it. The stent also seemed to ¿recoil.¿ it was found that the stent did not cover the lesion completely, it was too short. After deployment, the sds was easily removed from the patient. It was noted that films of the event would not be available. There was no reported patient injury. Review of lot 15997794 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. With the information available and without return of the product for analysis or films of the event (that would show deployment of the device) it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event. The product was not returned for analysis. No corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process.

Manufacturer narrative:
(Continued from event description) during the deployment, the stent elongated and then at the very proximal end bunched up causing the stent to ¿shrink¿ as they put it. The stent also seemed to ¿recoil.¿ it was found that the stent did not cover the lesion completely, it was too short. After deployment, the sds was easily removed from the patient. It was noted that there was no harm caused to the patient but the stent looked abnormal. Another stent was not implanted. There was no patient injury. Pictures and films of the stent and procedure are not available. Please note that the gender of the patient is currently unknown. The device remains implanted; therefore it is not available for analysis. A device history record review (DHR) and additional information are pending and will be submitted 30-days upon receipt.

Event description:
According to the sales rep, the account said the 8x100mm smart control stent did not deploy properly, that it only deployed at about 70mm instead of 100mm. During the deployment, the stent elongated and then at the very proximal end bunched up causing the stent to ¿shrink¿ as they put it. The stent also seemed to ¿recoil.¿ it was noted that there was no harm caused to patient but that the stent looked abnormal in the patient under fluro. No additional stent was implanted. There was no patient injury. The target lesion was located in the superior femoral artery with the length 100mm. The stenosis rate and lesion calcification is unknown. The vessel was not tortuous. For the procedure, an 8x100mm smart control stent delivery system (sds) was opened. There were no damages or anomalies noted to the device or packaging prior to use. The device was handled and prepped according to the IFU. The lesion was pre-dilated before the sds was inserted. There was no thrombus present proximal, distal or at the lesion. After the (sds) was inserted into the patient, there was no difficulty advancing/tracking the device to the lesion. There was no difficulty or resistance noted while crossing the lesion with the sds. The sds did not have to cross through a previously deployed stent. The smart control locking pin was in place during advancement and the pin was removed before attempting to deploy the smart control stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The handle of the sds was flat and straight outside the patient. No unusual force was used during any time during the procedure, including during the deployment of the stent. However, the 8x100mm smart control stent did not deploy properly, it only deployed at about 70mm instead of 100mm. The rest of the stent was deployed with ¿the slide bar.¿